Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-03166.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2019-03166. It was reported that the patient underwent surgical intervention wherein the leads were explanted and replaced due to lead migration. Therapy was restored post-operatively.